Event description:
After further review, not being able to back-prime was detected before medication delivery via the secondary line, and a safe mitigation was used by disconnecting and replace set. This will not lead to death or serious injury. This event does not meet the criteria as a reportable malfunction to be reported.

Manufacturer narrative:
Correction description in b5.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved primary plum set. It was reported that giving set was connected to the patient and the flush was delivered. When secondary bag line was connected to the b port, pump was unable to be back primed. Set had to be disconnected from the patient and a new set prepared. There was patient involvement, delay in therapy, and no harm as a result of the reported event.